Event description:
It was reported that during a da vinci si prostatectomy procedure a cable was broken at the tip of a mega suturecut needle driver instrument. Nothing reportedly fell into a patient. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Engineering confirmed the reported complaint. The grip cable was derailed at the instrument's wrist and became frayed. The instrument grips could not fully open and close. Movement and functionality was limited. The idler pulley exhibited rim and face damage. The customer reported complaint does not itself constitute a MDR reportable event; however; the reported malfunction if to recur could cause or contribute to an adverse event.